Manufacturer narrative:
The fse will be implementing the fco at the customer site. Fco (B)(4)fco(B)(4) fco (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the application would fail when transferring patients. There was no patient incident.